Manufacturer narrative:
Device evaluation: the device was returned with the thumb advancer aligned with the start arrow and sheath splitting was only initiated. During testing the vessel locators did not open as expected. The device was opened and it was found that the push bushing was not bonded to the nylon shaft. No adhesive was detected wicked at the distal and proximal ends of the bushing on the nylon shaft. The failed bond prevented the vessel locator wings from opening in the vessel and maintaining access. The bond failure is considered a malfunction. An investigation has been initiated and concluded in internal corrective actions to the equipment, preventive maintenance, the manufacturing process flow and quality control process. Review of the device history record did not produce any findings relevant to this investigation.

Event description:
Device malfunction: nylon shaft to pusher body bond failure. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted arteriotomy closure after an interventional procedure. Reportedly the starclose clip could not be fired. The device was removed from the patient's groin and hemostasis was achieved with manual compression. There were no patient adverse sequelae. During device evaluation, on 11/06/2007, the nylon shaft to pusher body bond failure was detected. Though requested, no additional information was provided.